Event description:
The reporter obtained a 37 mg/dl and 87 mg/dl blood glucose comparison on the accu-chek aviva system. The test results were obtained within 10 minutes. No reported action was taken based on the readings. No adverse event reported. New system sent to customer and return requested.